Manufacturer narrative:
Upon review, the tendril sts lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information was received indicating that a right atrial (ra) lead dislodgement did not occur. During the implant procedure, after the lead was inserted into the patient, the helix of the ra lead was unable to be fixated into the cardiac tissue. The ra lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) lead had dislodged.

Event description:
Additional information was received indicating that the right atrial lead was explanted and replaced to resolve the event and the patient was stable.